Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") in a 33-year-old female patient who had essure (batch no. 838666, 838586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysuria. Concomitant products included estradiol. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced urinary tract infection ("multiple urinary infections"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy/ bilateral salpingo-oophorectomy/ oopherectmy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urinary tract infection, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 3 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-jun-2018: medical records received: reporters details added. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") in a 33-year-old female patient who had essure (batch no. 838666,838586-inv,c22908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria. Concomitant products included estradiol. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced urinary tract infection ("multiple urinary infections"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy/ bilateral salpingo-oophorectomy/ oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urinary tract infection, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 3 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion. 838666, 838586 were invalid. Lot number: c22908. Manufacture date: 2014-02 -06, expiration date: 2017-02 -28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") in a 33-year-old female patient who had essure (batch no. C22908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysuria. Concomitant products included estradiol. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced urinary tract infection ("multiple urinary infections"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy/ bilateral salpingo-oophorectomy/ oopherectmy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urinary tract infection, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 3 on right cornua, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion 838666, 838586 were invalid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and device expulsion ("migration of essure device location of device: right fell out") in a 33-year-old female patient who had essure (batch no. 838666, c22908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included dysuria. Concurrent conditions included paratubal cyst. On (B)(6) 2011, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 5 years 2 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In september 2016, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced urinary tract infection ("multiple urinary infections"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy and bilateral salpingo-oophorectomy) and surgery (underwent a total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the device expulsion, urinary tract infection, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in july 2011: total bilateral occlusion concerning the injuries in the case, the following ones were described in patient's medical records: device expulsion most recent follow-up information incorporated above includes: on (B)(6) 2018: consumer's information and lot number updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") in a 33-year-old female patient who had essure (batch no. 838666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysuria. Concomitant products included estradiol. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced urinary tract infection ("multiple urinary infections"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy/ bilateral salpingo-oophorectomy/ oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urinary tract infection, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in july 2011: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: upon internal review, previously added reporters, lot no, concomitant disease, events device expulsion and device monitoring procedure not performed extracted from document dated (B)(6) 2018 were deleted and outcome for the event pelvic pain updated to unknown. On (B)(6) 2018: plaintiff fact sheet received. Reporter information, other relevant history updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and device expulsion ("migration of essure device location of device: right fell out") in a 35-year-old female patient who had essure (batch no. C22908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included paratubal cyst. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 1 year 5 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced urinary tract infection ("multiple urinary infections"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy and bilateral salpingo-oophorectomy) and surgery (underwent a total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the device expulsion, urinary tract infection, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Concerning the injuries in the case, the following ones were described in patient's medical records: device expulsion. Most recent follow-up information incorporated above includes: on 18-apr-2018: pfs and mr received: new reporters, patient demographic information, product indication, onset and removal dates updated, lot no, concomitant disease, new events device expulsion, menorrhagia and device monitoring procedure not performed added. Outcome for the event pelvic pain added as recovering / resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("multiple urinary infections"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urinary tract infection, dysmenorrhoea, dyspareunia, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Incident; no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.